Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and was hospitalized. It was unknown if medical or surgical intervention was given.